Manufacturer narrative:
(B)(4). The ge service rep exchanged the sbc, gib and hv cable. The rep loaded ver 29 software and calibrated the files then checked the power supplies 5.2 vdc. He operated the system using normal and hlv fluoro saved and recalled images. The system is operating as intended.

Event description:
The customer reported that the screen keeps blacking out. This problem has happened before and was still not fixed. No pt injury was reported.